Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cycling the device to staple the stomach during a laparoscopic sleeve gastrectomy procedure, the stapler fired on its own without being on firing mode when the surgeon went to open the jaws of the reload. The issue occurred with both the standard adapter and extra long (xl) adapter and two black reinforced reloads while using the same handle and shell. The screen showed a green arrow up on the reload line after the reload was loaded into the xl adapter; and a weird sound was heard when the up button was pressed. It was also noted that the reload was difficult to unload; the device would not open. A manual handle was used to complete the case. There was no patient injury as the faulty stapler was not used on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. The electronic device-use logs were also provided. A review of the system logs showed that there were instances where the motor was moving in the incorrect direction. The handle was disassembled and conductive debris was found inside which could have caused a short and lead to an incorrect motor movement. It was reported that the device began the firing sequence before initiation, the device gave unexpected or uncharacteristic audible feedback of normal use, and the jaws of the reload did not open at all, not involving tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. The electronic device-use logs were also provided. A review of the system logs showed that there were instances where the motor was moving in the incorrect direction. It was reported that the device began the firing sequence before initiation, the device gave unexpected or uncharacteristic audible feedback of normal use, and the jaws of the reload did not open at all, not involving tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The event had foreseen risk and is included in a data monitoring plan. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.